Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the surgery op notes. According to the revision surgery notes on the patient displayed an elevation of cobalt levels with a positive MRI showing signs of adverse local tissue reaction and corrosion failure. There was corrosion failure noted at the head-neck junction. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802803 beta hip prosthesis, 00632005028 liner 20 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells, 00620005222 shell porous with cluster holes 52 mm o.d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03639.

Event description:
It was reported that patient¿s left hip was revised approximately 13 years post-implantation due to elevated levels of cobalt, corrosion and adverse local tissue reaction. MRI showed signs of adverse local tissue reaction and corrosion failure. During surgery, the surgeon noted adverse local tissue reaction with corrosion at the head and neck junction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report noted fairly thick, approximately a centimeter and a half thick adverse local tissue reaction into the capsule. The femoral head was found to be 28 mm cobalt chrome head with obvious corrosion failure at the head and neck junction.